Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 14-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has an externalized (out of the skin) lead (about 1 cm) on one side. Impedances were ok. The patient's skin was very thin, which may have contributed to the event. A plastic surgery was done. The neurosurgeon moved the lead, placing it in an area adjacent to the previous position. The subcutaneous tissue was treated with antibiotics and the patient is taking antibiotics. The lead is now under the skin. They did an MRI and at the moment, there is not any infection. The status of patient is monitored.